Manufacturer narrative:
The customer called the ups manufacturer, intelligent power solutions, and was advised that the dxc may be damaged and may need a service. The customer preferred to work with their maintenance department and plugged the dxc directly into the power receptacle. Bec customer technical support (cts) followed up with customer and the customer reported that the instrument booted up properly and qc was performed. No problems were noted. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the ups made a screeching sound and released smoke during a storm. The customer powered down the ups and unicel dxc 800 pro synchron clinical system. The operator did not seek medical attention and there was no effect to patient or user.